Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned within a dispenser coil. The lot number was confirmed with the packaging returned with the device. The torque device, insertion tool, and micro catheter used with the guide wire were not returned. On visual inspection, the guide wire was kinked at the distal end. The guide wire ptfe coating was examined under magnification and the ptfe was damaged and was peeled/scraped off in several places along its proximal section between approximately 36.0cm to 43.0cm section (from its proximal end). The guide wire distal section and hydrophilic coating was examined along its length. The guide wire hydrophilic coating was checked with wet fingers. The coating was present on the guide wire. No anomalies were observed with the hydrophilic coating. The core wire distal end was observed through the distal tip dome. The nitinol tubing proximal bond and distal bond joints were in place. The guide wire was broken 74.8¿ from the proximal end . Approximately 4.0¿ of the guide wire distal end was not returned. On scanning electron microscopy (sem) analysis images of the fracture site were taken. Minor dimpling was observed on the nitinol tubing fracture surface, indicating the fracture was likely ductile in nature. Mechanical damage was also noticed along the edges of the nitinol tubing, possibly caused by handling. It should be noted that heavy contamination was observed on the fracture surface obscuring finer details of the images. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, and the tip of the guide wire broke inside the patient. A trevo device was used to retrieve the broken tip and it was successfully removed with no harm to the patient. Analysis of the returned device confirmed there was a break at the distal end of the guide wire. The guide wire was also noted to be kinked and the ptfe coated section was damaged. The torque device was not returned, so it could not be determined whether this contributed to the ptfe coating peeling. Sem images of the fracture site were taken and minor dimpling was observed on the nitinol tubing fracture surface, indicating the fracture was likely ductile in nature. It should be noted that heavy contamination was observed on the fracture surface obscuring finer details of the images. The as analyzed guide wire ptfe coating peeling and guide wire distal tip broken/fractured will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as analyzed guide wire kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure the tip of the subject guidewire broke inside the patient. A snare device was used to retrieve the broken tip. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the tip of the subject guidewire broke inside the patient. A snare device was used to retrieve the broken tip. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.